Manufacturer narrative:
A visual examination revealed that the pebax section was peeled partially exposing the corewire. Adhesive remnants were found at the peeled section indicating that the pebax was properly attached to the corewire. No evidence of corewire fracture and ptfe jacket anomalies were noted. The outer diameter of the guidewire was found to be within specification. It was noted that the condition of the returned unit was not consistent with the complaint incident that the pebax section detached, exposing the tip of the metal corewire but rather pebax peeled. Tip of metal corewire was not exposed. Based on the gathered information and device analysis, the most probable root cause is "operational context."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of guidewire tip detachment, exposing the tip of the metal core wire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the guidewire was removed from the scope, it was noted that the hydrophilic tip of the guidewire detached exposing the tip of the metal core wire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the guidewire was removed from the scope, it was noted that the hydrophilic tip of the guidewire detached exposing the tip of the metal core wire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.